Event description:
It was reported that on an unknown date during a brevera procedure the system was not extracting cores, a few samples were obtained but appeared smaller than expected. The patient may need to be rescheduled for a new procedure. Field engineer examined the console and found an issue with filter assembly. The console met the manufacturer´s specifications after this. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device was tested and filter assembly found defective and replaced. Performed several tests and vacuum passed consistently. No other information is available.